Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is broken on the reservoir side. The customer¿s blood glucose level was 65 mg/dl. Customer states they were priming when the pump broke. The customer was assisted with troubleshooting and customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test due to detached end cap. Pump received with cracked case at the reservoir tube window corner, cracked battery tube threads and minor scratched lcd window.